Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarm indicated the medication reservoir was empty. Pump settings and the medication label were reviewed multiple times with the patient¿s niece, though review was difficult. The niece stated the medication bag appeared empty. The patient reported he was connected to the pump at 3:30 pm, which he confirmed multiple times. There is a possibility of over infusion. He is unsure when the infusion should be completed but believes his disconnect appointment is scheduled for tomorrow at 8:00 am. The medication involved is 5-flurouracil, total volume- 132ml, rate- 16.20.